Event description:
Patient for incision of bladder neck contracture. Doctor requests turp settings on cut 150 coag. 60. Incision blade on working element. Smoke began to come out of side of working element. New blade, bovie set, and grounding pad opened and put on patient. Case was done with no further incident. No injury to patient.